Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm). The system was verified and ready for use. The unit was analyzed and confirmed in logs; however, it could not be replicated during testing on surgeon side console fixture test platform (sftp). At initial startup on the sftp system, the mtm did not display system information. The unit firmware was upgraded to p11_b818 and then downgraded back to p11_b803, after which the unit successfully initialized and was able to run testing. Visual inspection was completed, and no defects related to the reported issue were identified. Following software recovery, the reported field error did not reoccur and could not be replicated. All functional testing passed with no abnormal behavior observed. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer experienced error 23009 at system power-up. The customer contacted the technical service engineer (tse). The customer and tse checked for obstructions at the master tool manipulator right (mtmr), then power-cycled the system and cycled the breaker at the rear of the surgeon side console. After powering the system back on, the error persisted, and the customer indicated they would move the surgical procedure to another system due to not having a spare surgeon side console. The procedure was aborted to another dv system with no reported injury.